Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that for a cl continu-flo soln set, 2 lavs, l/l, the line detached on its own. It is unknown when this event occurred. It is unknown if there was any patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability for evaluation was not specified at the time of the initial reporting. If additional relevant information or samples become available, a follow-up report will be submitted.